Manufacturer narrative:
The investigation confirmed the customer's qc results were ok. The investigation reviewed the analyzer's alarm trace and noticed sample clot and sample foam alarms. Based on the available information, a general reagent issue and instrument issue can be excluded. The patient¿s serum total protein concentration was measured 13.6 g/dl. As stated in product labeling, the "highest concentration of substance tested that demonstrated no significant interference: total protein = 9 g/dl." Also, for sample dilutions, product labeling states, "samples with 25-hydroxyvitamin d concentrations above the measuring range can be diluted with diluent universal. The recommended dilution is 1:2. The concentration of the diluted sample must be = 40 ng/ml (= 100 nmol/l)." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d total ii results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The customer also tested the patient's sample with an abbott analyzer and liquid chromatography with tandem mass spectrometry (lc-ms/ms). On (B)(6) 2020, the patient¿s vitamin d result was ">100" ng/ml. On (B)(6) 2020, the customer performed 1:2 dilution testing with the same sample and the patient¿s diluted result was 27.2 ng/ml. This result was reported outside the laboratory. On (B)(6) 2020, the customer collected a new sample from the patient. The patient¿s vitamin d result was ">100" ng/ml. The customer performed dilution testing and the patient¿s 1:2 dilution result was 27.2 ng/ml, and the patient's 1:5 dilution result was 57.4 ng/ml. The patient's sample was placed in the freezer. On (B)(6) 2020, the customer performed additional testing with the same sample collected on (B)(6) 2020. The patient¿s vitamin d result with the e 801 module was 70 ng/ml, the patient¿s result with an abbott analyzer was 19.8 ng/ml, and the patient¿s result with lc-ms/ms was 19.9 ng/ml with a data flag.